Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection was performed and confirmed that the reamer handle has difficulty connecting/ disconnecting the components. A functional evaluation confirmed the shaft will not connect to the reamer handle. The components were composed of different smith and nephew batches which causes the device from connecting as intended. A medical investigation was conducted and confirms this case reports that during a tha surgery, the miz reamer handle insert would not fully seat inside the shell of the handle, making the offset reamer unusable. Per complaint details, the procedure was finished using a change the technique. No patient injury or surgical delay was reported. No further clinical assessment is warranted. A review of complaint history for the listed part revealed no prior complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Case-(B)(4).

Event description:
It was reported that during set up for a thr procedure, the insert for the reamer in a mi z handle acet reamer would not fully seat inside the shell of the handle making the offset reamer unusable. Procedure was finished by a change the technique. No surgical delay. No harm or injury reported on patient.